Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had fluid in the battery compartment. The o-ring was not in place and it was not free of debris. The insulin pump was exposed to moisture. Customer's blood glucose level was 17.5 mmol/l. The customer was calling back with a blank display. The customer treated their blood glucose level with a bolus using the insulin pump. It seemed like the screen was coming off. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to corroded electronic assembly. The motor, vibrator and battery tube was corroded. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test or verify audio beep anomaly due to blank display. Device had minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.